Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The down arrow was under responsive; the keypad was removed and the down arrow button contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow was under responsive. This report is made based on results of investigation completed on (B)(6) 2017.